Manufacturer narrative:
Date of this report: 5/10/2016. Date manufacturer received: 06/27/2016. Product evaluation: endotracheal tube 8229306 nim emg 6mm re: when compared to the assembly drawing: visually, there was no damage or anomalies in the construction of the device which would have resulted in the reported event. When viewed under magnification, there was no damage to the plugs or connections. When compared to the harness drawing; the resistance of each lead shall be between 1.7 and 3.7 ohms, the actual measurements were as follows: red = 3.1 ohms, red with clear band = 3.1 ohms, blue = 3.1 ohms, and blue with clear band = 3.1 ohms [all readings are within specification]. There were no short circuits between electrodes and no intermittent behavior while manipulating connections. There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause. The customer indicated that manipulation of the nerves was required and the procedure took approximately 2 hours. The user also indicated they were getting a waveform and tone throughout the procedure and after the procedure the visualized nerve was stimulated and there was no waveform or tone. Note: the user was stimulating at 3 ma. The nim instructions for use indicate that special operator attention is required for stimulus levels which exceed default settings or conditions resulting in levels higher than 2 ma. Emg instructions for use identify multiple reasons for a reduced, if not completely eliminated, emg response to direct or passive neural stimulation [as a result of use error]. Additionally, ¿after positioning of the emg endotracheal tube is achieved and confirmed, the baseline activity of the monitoring set-up should be noted from the screen of the nim. Baseline electrical activity may vary from patient to patient and during the course of an individual procedure.¿ the nim system has adjustable settings for ma and uv that accommodate anatomical variation as well as different procedures. With no fault found with the complaint device the information most likely indicates an error in the use of the device. -- probe 8225101 5pk std prass flush tip: when compared to the assembly drawing: visually, there was no damage or anomalies in the construction of the device which would have resulted in the reported event. The tip fit securely in the handle. The probe was plugged into a nim system using 1.0 ma stimulating current and 100 uv threshold; when stimulating the system returned 1.02 ma and a waveform / tone between 320 ¿ 330uv. There was no evidence of improper manufacturing and no malfunction found as it relates to the complaint therefore manufacturing and supplier issues have been ruled out as likely causes. The customer indicated that manipulation of the nerves was required and the procedure took approximately 2 hours. The user also indicated they were getting a waveform and tone throughout the procedure and after the procedure the visualized nerve was stimulated and there was no waveform or tone. Note: the user was stimulating at 3 ma. The nim instructions for use indicate that special operator attention is required for stimulus levels which exceed default settings or conditions resulting in levels higher than 2 ma. With no fault found with the complaint device the information most likely indicates an error in the use of the device. (B)(4).

Manufacturer narrative:
Concomitant device: 8225101: probe 8225101 5pk std prass flush tip, lot 0210473813 manufactured: 11/24/2015 use before: 11/22/2023 received 5/18/2016. Product evaluation: analysis results not available; device evaluation expected but not yet begun.

Event description:
It was reported that during a total tumor removal, manipulation of the nerves was required during the surgery to allow removal of the tumor. The procedure took approximately 2 hours. ¿the user was getting a waveform and tone throughout the procedure until the tumor was completely removed.¿ stimulation was set at 3ma and the threshold was set between 80-100uv. After the procedure, the visualized rln was stimulated and there was no waveform or tone. Post-operatively, the patient was well and required no additional procedures or medical interventions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.